Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was insufficient blood flow through the device. The following information was provided by the initial reporter and translated to english. The customer stated: "during use, blood does not bleed after it reaches the blood return window, can not enter the tube."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was insufficient blood flow through the device. The following information was provided by the initial reporter and translated to english. The customer stated: "during use, blood does not bleed after it reaches the blood return window, can not enter the tube."

Manufacturer narrative:
H.6. Investigation summary "material #: 301746; lot/batch #: 1323769. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.